Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed one similar complaint. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
There are previous complaints on the device related to this issue. A customer reported a failure indicated by a post error - pressure test error, which was confirmed during testing. The pump failed both the 8 psi and 30 psi tests due to a constant occlusion alarm. Although it passed a pressure test at 66 psi, this may be attributed to the occlusion sensor being deactivated during that test. Overall, the pump is not meeting specifications. It will be sent to the servicing team for further evaluation. A corrective and preventive action (CAPA) has been initiated to investigate and address the root cause of these issues, referenced under complaint # (B)(4)

Event description:
On 10/16/2024, znyo medical received this pump without the customer notifying intuvie of the complaint until the device was returned with a note indicating an issue. No patient involved reported.

Manufacturer narrative:
This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #(B)(4).